Manufacturer narrative:
Health effect clinical code type of report and health effect impact code 1 have been updated. This investigation is complete.

Event description:
There were no patient complications.

Manufacturer narrative:
Correction: d4 corrected UDI number.

Manufacturer narrative:
Reported particle nor device was returned so we were unable to investigate further for root cause. The sterilization and lot history records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility reported the yellow punch from sleeve was inside and ended up in patient's eye. Additional information has been requested.